Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician could not advance the silverhawk through the popliteal. During the planned left at atherectomy, via right femoral access, a possible dissection was noted. The device was retrieved via snare. No injury to the patient reported.